Manufacturer narrative:
.

Event description:
It was reported that the patient experienced palpitations and dizziness due to oversensing of the atrial lead. During the atrial lead replacement procedure, oversensing of the right ventricular (rv) lead was noted as well that was causing pacing inhibition. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.